Manufacturer narrative:
H.10: the most likely root cause of the reported event is a bearing damage due to corrosion formation inside the balls of the bearing preventing the shaft from rotating freely. Root causes are water infiltration or water formation due to condensation and high level of humidity.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in hyderabad, india. A livanova field service representative was dispatched to the facility to investigate and confirmed the reported issue. The patient pump was found rotating slowly and slightly corroded thus it was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.